Event description:
Tip of cannula was found to be damaged and collapsed prior to use.

Event description:
Reported by the customer as: pump is not alarming "air in line" when there in fact is.

Manufacturer narrative:
Customer report was confirmed. Tip opening of the cannula appeared slightly pinched had oval shape instead of round shape. (B) (4). A CAPA (B) (4) is adding a sheath to the cannula to prevent crushing of both the tip and body to all pediatric femoral cannula sizes.